Event description:
The insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: there was contamination under the contrast and down arrow button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive and had normal spring back or click. The emblems were worn off the keypad. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and down arrow buttons. A leak test was performed and there was no leak identified. The pump cover was removed for investigation and revealed no internal moisture in the pump.